Event description:
It was reported the customer received a off no power alarm on their insulin pump. The customers's blood glucose was unknown. It was also found the customer did not receive any unattended alarms and there was not any damage to the insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.